Event description:
Rn was obtaining covid test swab from patient's nare and when she pulled the swab out, half of the swab was still in the patient's nare. Md notified and attempted to remove swab, which was not ultimately retrieved. X-ray did not show the swab. Plan to observe patient on the assumption that the swab went into the stomach.